Event description:
Four discordant falsely elevated total prostate specific antigen (tpsa) patient sample results were obtained on a dimension vista 1500 system for one patient sample. The discordant results were not reported to the physician(s). The patient was redrawn and the new sample was processed on an alternate siemens system (immulite). A lower result was obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tpsa patient sample results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding four (4) discordant falsely elevated total prostate specific antigen (tpsa) patient sample results obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data log and the information provided by the customer. Hsc concluded that there is no evidence of a potential product issue. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.